Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that one day after the implant procedure, the patient experienced hiccups. The lead ventricular lead had been "adjusted" (reprogrammed) when the patient was still in the hospital after the implant procedure, and it remains in use, but the patient is again experiencing hiccups. Follow-up with the physician's office confirmed the patient is experiencing phrenic nerve stimulation due to the left ventricular lead and more reprogramming will be done until the issue is resolved. No further patient complications have been reported as a result of this event.